Manufacturer narrative:
The report states: patient was revised due to metallosis, osteolysis and very high cocr levels. Report noted that the stem went into varus. Also, there is corrosion on the neck and head and burnishing on the stem where it was placed in the sleeve. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (right side). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to metallosis, osteolysis and very high cocr levels. Report noted that the stem went into varus. Also, there is corrosion on the neck and head and burnishing on the stem where it was placed in the sleeve.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.